Event description:
It was reported the difficulty removal occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A non-boston scientific guidewire crossed the lesion. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation and it was observed that the device got stuck with the guidewire. Resistance was encountered, but only the balloon was successfully removed. The procedure was completed with a different device. No patient complications were reported.